Event description:
During a surgical procedure, the patient's system was damaged due to use of monopolar electrocautery. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The patient's system was explanted.

Manufacturer narrative:
The explanted products were lost by the medical facility and will not be returned for evaluation.